Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n481682, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from a consumer reported that when the consumer was implanted, she couldn't feel the implantable neurostimulator (ins) and where to put the recharger because of swelling. Once swelling went down the consumer could feel it. She didn't know how big a pocket she had. The ins was at her hip above the "butt cheek" and had moved toward the front of the belly. No troubleshooting or diagnostics were reported. No actions or interventions were reported. Follow-up was being conducted to obtain this information. This issue occurred during use. The consumer's indication for use was noted to be spinal pain.